Event description:
Per the clinic, the patient experienced discomfort and pinkness at magnet site post MRI (1.5 tesla). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.